Manufacturer narrative:
Concomitant product(s): vanguard femoral, catalog 183004, lot 253350; series a patella, catalog 184786, lot 175300; vanguard tibial bearing, catalog 183420, lot 534970. This report is number 1 of 3 mdrs filed for the same even (reference 0009610576-2017-00006 / 1825034-2017-01303 / 1825034-2017-01304).

Event description:
Patient underwent a knee revision procedure approximately eight months post implantation due to a nickel allergy, the femur, tibia, and articular surface were removed and replaced.